Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while she was filling the tubing. The customer was hospitalized on (B)(6) 2015 because the catheter was not in her body and caused a high blood glucose level of 400 mg/dl. The customer had abdominal and chest pain, was vomiting, and was starting to feel hot. The customer was given fluid for nausea and 10 units of insulin. She was wearing the insulin pump at the time of the emergency room visit. The customer was wearing the insulin pump at the time of emergency room visit. The device was not returned.